Manufacturer narrative:
It was confirmed that the bottom half of the programmer's screen was unresponsive to the stylus. It was also found that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose.

Event description:
It was reported that the bottom half of the programmer's screen was unresponsive to the stylus. It was also reported that the radiofrequency (rf) programming head was not working. The programmer and rf head have been returned to service. There was no patient involvement.